Event description:
The device was used during a "lavh". Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site to complete the procedure. The hosp has reported no pt injury occurred.